Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient information was not provided.

Event description:
It was reported the device experienced improper flow during an infusion of a unspecified medication. There were no consequences or impact to the patient. There were no findings available. No other information will be provided by the customer.

Manufacturer narrative:
Per clinical review, it was determined that this event is non-reportable. File has been revised from reportable malfunction to non-reportable.

Event description:
It was reported that the device experienced an unspecified failure. There were no health consequences or impact to the patient. There were no findings available and root cause not established. No other information will be provided by the customer.